Event description:
It was reported that a patient was implanted with an impella cp and experienced a gastrointestinal bleed. The patient was transfused a bolus and two units of packed red blood cells. Anticoagulation was withheld. The patient also experienced ventricular tachycardia so the p level was reduced. There were persistent suction alarms and the pump was found to be positioned under the papillary muscle. It is unknown if the positioning issue or suction issue was resolved. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel, positioning issues, vf/vt/af/at, and low pump flow has been completed. The impella device was not returned for evaluation. Vascular damage - peripheral: the cause of the gi bleed was not confirmed, however. Product was not returned for investigation. Since insufficient clinical details were provided, the root cause of the vascular damage could not be determined. Low pump flow: data logs were reviewed and the sudden suction alarms were confirmed. At 01:30 on (B)(6) 2025, there was a sudden drop in placement signal (ps) values but increased pulsatility that aligned with a very sudden drop in mean motor current (mc) but increased modulation. Though the ps values dropped, the pressure trace still had an aortic characteristic, and mc modulation increased, so it doesn't seem likely that the pump dropped into the ventricle. The pulsatile suction algorithm, or continuous suction triggered shortly after. There was also a concentration of position in aorta alarms later that day, however, they appear to be unrelated to the initial onset of the suction alarms. Pump flows remained low for the remainder of the case and the ps continued to trend down. Based on the clinical details provided, pump position seems to be the most likely cause of the suction alarms. However, it is unclear whether or not the very sudden drop in ps and mc at the time suction began to trigger correlates with any pump positioning issues. Additionally, the ps on data logs trended down from that point forward, aligning with the patient having a gi bleed and then expiring on support that day. Since there are insufficient clinical details, product wasn't returned for investigation, and data logs were inconclusive, the root cause of the low pump flows could not be determined. Positioning issues: data logs were reviewed and there were 3 position in aorta alarms on (B)(6) 2025. Based on the sudden change in mc pulsatility, it appears this shift of the pump was intentional (repositioning) but there were no repositioning events reported. There were also 2 position in ventricle alarms at the end of the case, so they were likely during pump explant. Product wasn't returned for investigation. Since insufficient clinical details were provided regarding how the pump came out of position and product wasn't returned, the root cause of the positioning issue could not be determined. Vf/vt: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.